Event description:
It was reported that, the little metal pegs (dowel pins) of the rss glenoid baseplate impactor-s, that hold rotational stability on the implant while inserting, went missing. As this was noticed in a field inspection, no patient was involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified no similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. As the device has not been received, it could not be determined whether the device met manufacturing specifications upon release for distribution or whether the device contributed to the reported event. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. Its intended use is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction in order to prevent damage to the implant. The instrument features a plastic impaction tip secured to a metal shaft by two press-fit dowel pins. The complaint alleges that the dowel pins installed in the instrument came loose and fell out of the instrument. Potential causes for the dowel pins coming loose include wear due to excessive force during impaction or normal, repeated use. Alternatively, the complaint details suggest that the dowel pins may have come loose due to deliberate disassembly of the instrument. The dowel pins and plastic impaction tip are not meant to disassembled from the device during normal use. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.